Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred two minutes into a patient¿s continuous renal replacement therapy (crrt) treatment. The machine alarmed appropriately with a blood leak alarm. The dialyzer was replaced with a new one. The patient's estimated blood loss (ebl) approximately 200 ml due to the event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: a3 plant investigation: the complaint sample was not available for evaluation and no meaningful pictures were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed. All released products were found to be conforming to specifications. The review found there was no indication that any relationship exists with the reported failure mode. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
A user facility reported that a dialyzer blood leak occurred two minutes into a patient¿s continuous renal replacement therapy (crrt) treatment. The machine alarmed appropriately with a blood leak alarm. The dialyzer was replaced with a new one. The patient's estimated blood loss (ebl) approximately 200 ml due to the event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.